Manufacturer narrative:
(B)(4). If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the unit was received at the service center and evaluated. Evaluation of the device confirmed the reported issue. On inspecting the device, further deficiencies were found to be impairing device function. The following activities were performed:  functional test performed.  Electrical safety test completed.  Hipot test completed.  Keyboard pcb corroded, hand control set replaced.  Functional test according to test procedure completed.  Motor too loud - motor replaced.  Short circuit in the motor cable - motor cable replaced.  "Micro": preventive replacement of o-rings performed accoding to service manual.   "Micro": upgrade "1.25" performed.  Unit modified according to guideline of manufacturer / unit safety test (iec60601-1 / din en 62353) performed according to manufacturer's final test procedure with reference accessories.  This serial number belongs to an old legacy device. A review of lot/batch history for each legacy fms product complaint received by mitek is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. Per the input check service report, the motor stops shortly after activation, confirming this complaint. The identified short in the cable and corroded keypad pcb may result in the identified failure. Fluid ingress has the potential to cause the keypad pcb to become corroded. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> this serial number belongs to an old legacy device. A review of lot/batch history for each legacy fms product complaint received by mitek is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions.

Event description:
It was reported by the affiliate in sweden that the device worked for a short time but turned itself off after a while. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.